Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the press-fit metal pins are missing. No further information about the reported event was available. Based on the overall condition of returned device, the root cause is being attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Retaining pins for metal backing and plastic trial face have come out from both trials. This case has been reported by the loan kit technician during loan kit inspection. Qty: 2.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.